Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Additional information will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the ptca balloon catheters distributed in the united states.

Event description:
The report received indicated that during procedure, the balloon could not expand and a leakage from the balloon was noticed. Consequently, the physician decided to use a new balloon. There was no patient injury reported.